Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant potassium, creatinine_2, magnesium, c-reactive protein, blood urea nitrogen and sodium results obtained on a patient sample on a dimension exl 200 instrument. Quality controls (qcs) recovered within acceptable ranges before the sample was initially run. A siemens customer service engineer (cse) was dispatched to the customer site and found an inoperative instrument internal barcode reader. The customer scanned the sample tube(s) using an external modular barcode reader and had positioned the sample tube into the wrong sample rack position for another test sample. The cse replace the instrument barcode reader. The cause for the discordant patient result(s) was due to a customer use error. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant potassium, creatinine_2, magnesium, c-reactive protein, blood urea nitrogen and sodium results were obtained on a patient sample by the customer on an dimension exl 200 instrument. The instrument internal barcode reader was inoperative at the time of the event, however the customer scanned the sample tube(s) using an external modular barcode reader, and had positioned the sample tube into the wrong sample rack position for another test sample. The physician questioned the result for blood urea nitrogen (bun). The customer performed repeat testing on the same sample tube (# (B)(4)). The repeat results were reported as being correct. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant patient results.